Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) cefazolin (1 gram, everyday) and ip zidimbiotic (1 gram, everyday) for peritonitis. Sixteen days later, the patient was discharged from the hospital and the treatment with cefazolin and zidimbiotic was discontinued. The patient recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.